Event description:
During verification testing at the service center, it was noted that the device door roller pin was broken off.

Manufacturer narrative:
The device mechanism was returned to the service center. The device serial number was not identified. During testing, it was found that the device door roller pin was broken. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.